Event description:
It is reported that a customer has been experiencing low blood glucose levels between 40 to 70 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they were on the insulin pump and had a seizure form having low blood glucose. The customer mentioned that their blood glucose was so low that the meter could not read it. The customer did not go to the hospital for the incident. The customer declined assistance from the help line. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.